Event description:
Repair request initiated for device with the report of continues to run. No patient impact reported. Upon follow-up it was confirmed that there were no fragments left inside the patient and there was no delay in procedure as a result of the event. It was reported that there was no patient impact. On further information it was reported that the continues to run malfunction is associated with the perforator and not with the attachment. The perforators used doesn't belongs to (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref reports: mw5168971, mw5168972.